Event description:
Total left hip replacement using depuy pinnacle acetabular cup, pinnacle metal insert, s-rom total hip system femoral stem standard, s-rom total hip system ztt proximal sleeve. Procedure performed at (B)(6) orthopedic hospital by dr (B)(6). Patient experienced continuing and at times acute pain in the inner left thigh and groin areas. Physical therapy including tens therapy and steroid injection of left hip iliopsoas bursa failed to alleviate the pain. X-ray exam of the left hip performed in (B)(6) 2009 indicated a subsidence of the femoral stem of approximately 2 mm. On (B)(6) 2009 surgical revision of the left hip was performed.